Event description:
It was reported to boston scientific corporation that two flexima biliary stent systems were used during an endoscopic nasobiliary drainage (enbd) procedure in the common bile duct of a patient. During an endoscopic nasobiliary drainage (enbd) procedure, a calculus was removed from the common bile duct (cbd), after a successful endoscopic sphincterectomy (est), and a flexima biliary stent was successfully deployed. During the attempt to deploy a second flexima biliary stent at the target site with an acute angle, resistance was felt as the physician attempted to retract the guide catheter. The guide catheter became stretched and the stent was unable to be deployed since one stent was deployed, the procedure was aborted. The procedure was completed with no reported patient complications. The patient was reported to be in fine condition after the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).